Event description:
Customer reports 1 incident of a blood leak on use 2 at the onset of treatment. Noted by a blood leak alarm and visible blood in the dialysate hoses. Estimated blood loss=150cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.